Event description:
The customer reported the ventilator display went blank and then sent ventilator to the service center for repair. No reported harm to a pt. It was reported by the service center that the ventilator had reset multiple times during service.

Manufacturer narrative:
The service center replaced the main board to correct the reported problem. The manufacturer tested the main board and was unable to duplicate the reported problem. The test ventilator with the main board ran with no alarms or error conditions.